Manufacturer narrative:
Failure analysis conclusion: a partial oad was returned to csi for analysis. The distal driveshaft and crown were not returned. Scanning electron microscopy was performed and identified that the missing section had been destructively cut from the driveshaft. Multiple locations of the driveshaft were deformed and damaged, and the saline sheath was separated at one location. During functional testing, the device spun as intended. It is hypothesized that the damage to the driveshaft and saline sheath separation is the result of device removal attempts. However, the exact cause was not determined. At the conclusion of the failure analysis investigation the reported stopped-spinning and procedural delay events could not be confirmed. The reported stuck-in-vessel and stuck-on wire events could not be confirmed as the driveshaft crown section and the guide wire were not returned for analysis. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment of a chronic total occlusion in the anterior tibial artery (at). There was pre-existing no flow to the foot due to the occlusion. The lesion was pre-dilated with a balloon. During treatment, the device stopped spinning: the oad was stuck on the wire and was stuck in the vessel. Alternative access was gained in the dorsalis pedis artery, and the crown was loosened via that approach. A balloon was inflated near the crown, and the device was removed. During removal, the oad crown became stuck again near the at bend, and the crown and distal driveshaft fractured and were removed. The event caused a delay that was greater than 30 minutes.